Event description:
Harm to the patient included changes in vital signs- desaturation and increased work of breathing. Patient continued to have oxygenation issues shortly after switching vents with fio2 increasing from 30 to 60 percent. The attending physician was notified and ordered an arterial blood gas and chest x ray.